Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote solution personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device therapy delivery test failed. The device was evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of reported problem was due to defective assy capacitance. The issue was resolved after the defective assy capacitance was replaced and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.